Event description:
The customer reported a leak from the lh750 analytical instrument. The instrument was in startup when the leak was noticed. The volume of the leak was about 40ml and it was contained within the instrument. The customer also reported receiving a "sheath tank not full" error and could not get a complete startup of the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous patient results were generated in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found a leak from waste chamber (vc26) caused by a clog at port 6. The fse removed the obstruction which resolved the leak. The fse also replaced the "rs/opto" interface card to resolved the incomplete startups. The rs/opto interface card is located in the diluter and is the main electrical bridge between the analyzer and diluter. He also replaced the power supply and other elements that were damaged due to the leak. (B)(4).